Manufacturer narrative:
Date of event is estimated. Further information has been requested and yet to be received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117585.

Event description:
It was reported that the patient's system is unable to enter MRI mode. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.